Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition of the device being difficult to assemble was not confirmed. The assignable root cause was traced to component damage due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(4) that during service and evaluation, it was determined that the motor device runs in locked position, the cord was damaged, the etching was illegible, was vibrating, made excessive noise and had unintended activation/motion. It was further determined that the device failed pretest for visual assessment, safety assessment and noise assessment. It was noted in the service order that the device was difficult to attach to the console device and attachment device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.